Manufacturer narrative:
A product investigation is in progress.

Event description:
String snapped as I was removing- retained [foreign body in reproductive tract]. Tampons did not come out of the applicator [device deployment issue]. Tampon string snapped [device breakage]. String snapped during removal [complication of device removal]. Case description: consumer reported via social media that tampon did not come out of the applicator and the string snapped during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String snapped as I was removing- retained [foreign body in reproductive tract] tampons did not come out of the applicator [device deployment issue] tampon string snapped [device breakage] string snapped during removal [complication of device removal] case narrative: consumer reported via social media that tampon did not come out of the applicator and the string snapped during removal. No serious injury reported.